Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during flap creation in the patient's left eye, the surgeon observed a possible vertical gas breakthrough, the flap could not be lifted, and a hole was created in the flap. The patient symptoms were subsequently resolved, and the procedure was successfully completed on the same day. There are multiple related reports for this facility. This report addresses the patient (B)(6), left eye and other manufacturer reports will be filed.